Event description:
The manufacturer became aware of an allegation of everflo intl opi that the patient alleges that the device has a burnt power cord. The power cord connector needs to be replaced. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.